Event description:
It was reported that the patient presented to the hospital for a schedule pulse generator exchange procedure due to eri. The right ventricular (rv) lead, which was known to have had insulation breach and also resulted in failure to capture, noise, inconsistent impedance and sensing measurements was deactivated during the same procedure on (B)(6) 2025. The patient was stable throughout the procedure.